Event description:
Transthoracic needle biopsy of lung nodule performed with fluoroscopic guidance and CT scan correlation. Immediately following procedure the pt coughed up a large amount of blood and lost consciousness. A code was called, the pt stabilized and was moved to ICU. Overnight the pt developed fixed and dilated pupils. CT scan showed large area of cerebral ischemia and further life support was suspended. The pt died. Very experienced staff interventional radiologist performed the biopsy. No apparent malfunction of device or user error identified.